Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file provided by the account confirmed low speed and pump stop events. Although a specific cause could not be conclusively determined during this evaluation, based on previous complaint history, the abnormal pump operation captured in the submitted log file appeared to be consistent with potential driveline wire compromise. Additionally, a specific cause and a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established during this evaluation. The account reported that the patient presented to the emergency room (ER) on (B)(6) 2021 and the left ventricular assist device (lvad) was off, but it was unclear why. The patient¿s pump was not restarted and was turned off. The patient later expired on (B)(6) 2021 due to decompensated systolic heart failure. The submitted log file contained approximately 5 minutes of data from 21:14:13 through 21:19:27 on (B)(6) 2021, per the timestamps. Persistent low speed events were captured throughout the file which resulted in numerous pump stops while the patient was connected to the power module. A total of 106 motor stopped alarms were captured during the pump stop events, and the abnormal pump operation was associated with low speed hazard, low flow hazard, and low speed operation alarms, as well as elevations in pump power up to 15.1 watts and pi events. At 21:19:11, the black power cable was disconnected, followed by the white power cable at 21:19:17. The driveline was then disconnected at 9:19:21. No other atypical events or alarms were captured. Multiple attempts were made to obtain information regarding the pump¿s return status; however, no further information was provided by the account and the pump has not be returned to date. If heartmate ii lvas, serial number (B)(6), is returned at a later date, this investigation may be reopened to include the evaluation of the device. The heartmate ii lvas IFU lists potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also explain that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Furthermore, these documents address all hazard and advisory alarm, as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 11oct2017. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 1 of the IFU lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient came to the emergency room with their ventricular assist device shut off. The log file captured pump stops, low speeds and low flows. The patient passed away. The cause of the events could not be determined through the analysis of the log file.